Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that there was a crack found near the catheter suture wing. It was detected during the hemodialysis. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway, upon completion the results will be forwarded.